Manufacturer narrative:
Device not released by the implant site.

Manufacturer narrative:
A follow-up communication was received from the physician on november 13, 2014 stating that the intraoperative type ia endoleak had resolved without re-intervention at the follow-up visit. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
An ovation prime stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body and iliac limbs, the final angiogram showed the aortic body graft was placed below the intended landing zone and a type ia endoleak was present that was not resolved with ballooning. A balloon expandable stent was advanced through the vasculature and began to dislodge from the balloon, requiring implantation in the ipsilateral iliac limb. A medtronic endurant aortic cuff was advanced to treat the endoleak; however, upon deployment, the cuff had difficulties releasing from the delivery system requiring manipulation, and it was placed distal to the target landing zone. A second cuff was advanced and deployed; however, the physician encountered the same difficulties requiring excessive manipulation to release the cuff from the delivery system. After the second cuff was released from the delivery system, it was observed that both iliac limb stent grafts had disengaged from the common iliac arteries, and the contralateral limb had disengaged from the aortic body graft leg. The patient was converted to open surgical repair and the aneurysm was successfully excluded. As of the date of this report, there have been no additional sequelae reported.